Event description:
The customer stated that the architect analyzer generated false positive troponin-I results from three patient samples. A sample from this patient generated a result of 0.049 ng/ml that was repeated at 0.016 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. The instrument was inspected by a field service engineer. The optics were found unclean due to leaking wash zone manifolds. The wash zone manifolds were replaced, the optics were removed, cleaned and refitted. The optics background check was performed and it was within the specifications. Some middle level quality controls for several assays were out of specification and were back within the normal ranges after calibrating the assays. The instrument was also decontaminated and issue was resolved. A review of the instrument logs was performed with no abnormalities found. No adverse trends were identified and no product deficiency was identified related to this issue. However, the customer was referred to the system operations manual where information regarding trouble shooting erratic results is provided.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.